Manufacturer narrative:
(B)(4). Date sent: 08/04/2021. D4: batch#: u5a52p. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the sr75 reload was received with no apparent damage. The reload had the swing tab in the locked position and fully fired. No functional test was performed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the cartridge sr75 was fired in the fundus portion of stomach during the procedure (esophagectomy) and after 5-8 mins the staple line was found to be opened claiming the integrity of the staple line. The surgeon had to hand sew to control the bleeding. There was no delay to the surgery. The surgery was completed successfully with no change in the post-operative care of the patient.